Event description:
Reporter stated that he was implanted with a medtronic interstim electric simulator for bladder control in 2010. He also stated that he has no problem with the device until (B)(6) 2014 after he changed the battery, he started experiencing electric shocks that is unbearable. He said he had sepsis that almost killed him. The device was explanted on (B)(6) 2016. After explantation he started experiencing constipation, all over body pain, and brain fog. He notified medtronic but they gave him a run around. Caller believes that there are at least two wires left inside of him.